Manufacturer narrative:
The complaint that the needles are going through the IV catheter was confirmed; however, the root cause could not be determined. Eight 22g insyte autoguard was provided for investigation. A v-shaped breach was observed in the tubing of two IV catheters, which was consistent with needle puncture damage. As the damaged catheters had been opened, it could not be determined with certainty whether the damage originated during manufacturing or manipulation of the device in the clinical setting. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle pierced the catheter. The following information was provided by the initial reporter: the team will make sure that the catheter is able to slide off the needle easily. Once inserted in the patient, we typically remove the needle and advance or adjust the catheter. If possible, we reinsert the needle to adjust placement from there. Outside of multiple sticks for an IV, no extra harm to the patient I have been made aware of.